Event description:
Prior to sending instrument to the hospital, during an inspection of the instrument the black plastic handle was noticed to be cracked and broken. This event did not occur during a surgical procedure. This event was noticed at the sales agency prior to being sent to the hospital. Therefore, there was no adverse consequence to the pt or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the root cause of this event is attributed to the long term effects or repeated thermal and mechanical stress due to autoclaving and impacting. Corrective action was implemented to improve the reliability of the device.